Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n100014, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were noted as non-malignant pain and post-laminectomy pain. Initial interrogation of the pump revealed that a motor stall occurred with no recovery had occurred. The patient had an MRI on (B)(6) 2015 between 8:00-9:00 am and it was now 14:46 and the motor stall had not recovered. There were no patient symptoms. The patient was currently not receiving therapy from the infusion system. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.